Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated or confirmed. The probable root cause is unable to be determined.

Event description:
It was reported that the air detector gives alarms even if no air in the tube. There was no reported patient involvement.

Manufacturer narrative:
H9: report created to add recall numbers.